Event description:
During a lung biopsy procedure, while using an i60 to fire a plcr60g reload the staples did not form properly, and the reload was partially stuck to the tissue. In addition, the cartridge fell out of its cover after having been fired.

Manufacturer narrative:
Visual inspection of the returned reload revealed some damage consistent with the reload having been improperly loaded into the i60. This was the cause of the improper staple formation. There was also some abnormal damage to the sides of the reload. It is not known how or when the damage occurred, but it could have resulted in the cartridge becoming dislodged after firing. See scanned pages.